Event description:
Customer reported that the aia-360 analyzer will not start up. Customer experienced an internal data error (5001). Customer attempted to reboot the analyzer a few times; however, the error persist. This is a reportable event based on delay in reporting patient results for luteinizing hormone (lh ii) and estradiol (e2).

Manufacturer narrative:
An investigation was performed in response to a complaint of the aia-360 analyzer not starting up. Customer experienced an internal data error (5001). Customer has attempted rebooting the analyzer a few times; however, the error persist. At the customer site, a field service engineer (fse) confirmed the issue and was not able to get to boot screen, also got 003 recv error from t. Panel. The fse checked voltages power supplies and determined that display failed and needs to be replaced. The investigation confirmed an electrical problem due to a component failure. The aia-360 operator's manual under chapter 7- list of error messages states the following: [5001]: error message: internal error. Description: internal program error. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 15feb2021 through 15mar2022. There were no similar complaints identified during the searched period.